Event description:
Physician inserted the sheath/hemostasis valve side port leaving the dilator inside. The dilator came out of sheath during the night and the pt bled to death. Co product labeling states that the dilator should not be left in place inside the sheath during use.